Event description:
It was observed that during the device evaluation, the Colonovideoscope exhibited white residues in both sides of the air and water channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection.A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.